Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, edema, pain, nodulation, flushing, scaling, and asymmetry are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ poor effect or weak filling/restoration effect. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the nasogenian and labiomentonian folds with 1ml of juvéderm¿ voluma¿ with lidocaine. Patient was pre-treated with dermomax and treated post-injection with ice. The patient had "coryza" prior to the procedure and the physician was "in doubt if [they] should perform it, but [they] chose to do it." Six days later patient developed erythema at the injection sites, followed by edema in the face and pain. Patient was prescribed predsim, rupafin, and clavulin bd. Symptoms were initially noted to have resolved, however approximately one month after onset patient returned for review with "onset of nodulation in the left corner of the nasogenian fold for 5 days." Patient denies pain on the site. The nodulation is 1cm in diameter with "slight flushing at the site and scaling." Additionally, the filler "appears to have been absorbed." The nodulation is "not small and causes asymmetry when the patient smiles in the place, on the left side of the face." It additionally "appears more in movement, without associated pain or floating point." Symptoms are ongoing at this time.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasogenian and labiomentonian folds with 1 ml of juvéderm¿ voluma¿ with lidocaine. Patient was pre-treated with dermomax and treated post-injection with ice. The patient had "coryza" prior to the procedure and the physician was "in doubt if [they] should perform it, but [they] chose to do it." Six days later patient developed erythema at the injection sites, followed by edema in the face and pain. Patient was prescribed predsim, rupafin, and clavulin bd. Symptoms were initially noted to have resolved, however approximately one month after onset patient returned for review with "onset of nodulation in the left corner of the nasogenian fold for 5 days." Patient denies pain on the site. The nodulation is 1 cm in diameter with "slight flushing at the site and scaling." Additionally, the filler "appears to have been absorbed." The nodulation is "not small and causes asymmetry when the patient smiles in the place, on the left side of the face." It additionally "appears more in movement, without associated pain or floating point." Symptoms are ongoing at this time.